Event description:
Patient attempted to use suction device at home; vacuum stop valve did not function because fingertip control failed. Unable to clear large amount of secretions. Fire department was contacted and they performed suction on the patient. Patient hospitalized with hypoxia.

Manufacturer narrative:
Patient attempted to use suction device at home; vacuum stop valve did not function because fingertip control failed. Unable to clear large amount of secretions. Fire department was contacted and they performed suction on the patient. Patient hospitalized with hypoxia. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.